Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was to be inserted emergently in the cath lab. After creating a vacuum, the iab was removed from the tray. The md inserted the sheath and as the iab was being advanced through the sheath, the membrane began to unwrap at the proximal site of the membrane. As a result, the iab could not be inserted. The md requested an iab-05830-lws and this iab was prepped and inserted without problems. There were no reported patient complications. Add'l info received on 03/19/2010 from the sales rep stated the iab was prepped per instruction and the md did remove the iab and sheath as one unit.